Event description:
The manufacturer received information from a customer that the hardware (hw) power fail test step had failed on trilogy 100 device. There was no serious patient harm or injury that occurred or was reported. The trilogy ev300 device was evaluated by a philips service engineer (se). The device evaluation found the system/central processing unit (cpu) board had caused the hw power fail test step to fail on the device. In conclusion, the device's system/cpu board needs replaced to address the issue. The root cause is confirmed at this time. A final report is being submitted. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly. Additionally, during the service of the device, the front and rear enclosure cases, dc connector, and base enclosure assembly were replaced for physical damage unrelated to the reportable issue. The rubber feet were replaced due to missing on the device, and it was unrelated to the reportable issue.